Event description:
A surgeon noticed that the infusion system was not well gripped to the trocar during a vitrectomy procedure. The surgeon held the trocar and the infusion system with pressure clamps. The procedure was completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).